Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) cannot be positively determined. The reported problem (adjust/check belt messages) has been confirmed. Upon eval, there was no driven ground signal. The cause for the missing driven ground signal was a defective resistor (r781). The cause for the defective resistor cannot be positively determined but was likely a random component failure. No adverse event resulted from the defective resistor. The pt received a replacement monitor.

Event description:
A territory manager (tm) contacted zoll customer support while assisting with a (B)(6) male pt to report that the pt was receiving constant adjust/check belt messages. The alarms started after the pt was treated by an external device. The pt was issued a replacement monitor and electrode belt.